Event description:
The manufacturer received a voluntary medwatch (mw5102716) alleging a I am not certain of the original date of sinus infection, cough, and pneumonia. It was the month of april. I use the philips dream station bipap machine. I began experiencing breathing difficulties, upper airway infections, cough. Obtained chest x-ray. Antibiotics. Continued signs of cough and difficulty breathing. History of cancer and chest x-ray was not definitive. Necessitated CT scan showing atelectasis and opacities in both lungs. Treated with antibiotics. Also used the so clean device for cleaning the machine. Now understand this isa problem relating to degradation of the unit. The patient was prescribed medication in response to the reported event. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device. Evidence of water ingress found within the bottom of the blower box and at the bottom of the blower. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed multiple contaminants and was not able to confirm the complaint or address the symptoms specified. This issue was reported to the FDA.